Event description:
The customer reported that the pt had undergone an rf ablation of a liver tumor last (B)(6) 2012 and suffered from 2nd degree burn where the return electrode had been placed on his left thigh. The burn was described as blisters, skin reddening and severe pain and swelling. Type of treatment, if any, was not reported.

Manufacturer narrative:
(B)(4). The incident pad was discarded by the site and is not available for evaluation. Review of the device history records did not identify any pertinent entries. If any additional info is obtained, a follow-up report will be submitted.